Manufacturer narrative:
(B)(6). The remote service engineer (rse) evaluated the device remotely. It was identified that device did not have battery inside due to which, device was producing beep sound. The customer was advised to reinsert the battery and to conduct operational checks. After the operational check, device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on available information, it was identified that device did not have battery inside due to which, device was producing beep sound. After the insertion of a battery, the issue was resolved and the successful completion of an operational check. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that device emits beep sound and cannot turn off. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.